Event description:
Customer reported they felt the output of their vaporizer was lower than expected. There was no reported pt injury. The unit was returned to the mfg site for investigation. The unit was tested, and the output was found to be out of specification. The vaporizer was disassembled and metal contamination was noted at the rotary valve/sump cover interface. Ohmeda has reviewed their assembly procedures and have taken corrective action to help prevent contamination in the vaporizer. Additionally, datex-ohmeda is continually reviewing cleanliness procedures in an effort to resolve this occurrence.